Event description:
Alliance registry. It was reported that myocardial infarction and thrombus occurred. On (B)(6) 2023 , the patent presented with stable angina. The 75% stenosed target lesion was located in the severely tortuous and severely calcified proximal left anterior descending (lad). The target lesion was treated with a 2.00 mm x 30.00 mm, 2.50 mm x 30.00 mm and 3.00 mm x 30.00 mm agent dcb. On (B)(6) 2024 , the patient was developed a myocardial infarction in the early morning and underwent emergency revascularization. All anticoagulants were discontinued as of (B)(6) 2024 in preparation for the planned surgical treatment of an abdominal aortic aneurysm scheduled for (B)(6) 2024. The red thrombus was confirmed at mid lad. Revascularization performed at mid and distal lad.